Event description:
It was reported during in clinic follow up that the pacemaker exhibited loss of capture. The device was unable to be interrogated via programmer and showed no magnet response. Premature depletion was suspected. The device was explanted and successfully replaced. The patient experienced asystole due to loss of capture but was stable following device explant procedure.

Manufacturer narrative:
The reported events of inability to capture, no magnet response, no rf telemetry and premature discharge of battery were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.